Manufacturer narrative:
Isi has received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows: this ucc board was returned for failure analysis for error code 307 which indicates that a node configured to be present did not respond. Failure analysis was not able to replicate the reported error on the test system. The board was installed in the system and came up with no errors and all the gantry motors were driven through their full range of motion with no errors. The system ran 50 power cycles with this board with no errors and then remained in the system for over 4 hours while the system was in use and no problems were reported. This board was tested along with a upd board that was also returned for the same symptom. There was no trouble found with the board and has passed final system test. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. If this malfunction were to recur it could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. On 06/21/2017 10:04:06 pst_na sal canchola (salvadorc) this ucc board was returned for failure analysis for error code 307 which indicates that a node configured to be present did not respond. Fa was not able to replicate the reported error on the test system. The board was installed in the system and came up with no errors and all the gantry motors were driven through their full range of motion with no errors. The system ran 50 power cycles with this board with no errors and then remained in the system for over 4 hours while the system was in use and no problems were reported. This board was tested along with a upd board that was also returned for the same symptom. This board is ntf and has passed final system test it will be moved to rhul until it is released for shipping by planning per the capacity plan.

Event description:
It was reported that during a da vinci assisted nephrectomy procedure, a non-recoverable error 307 occurred. With the assistance of an isi technical support engineer (tse) the customer powered off all components and power cycled all of the breakers, then turned breakers back on and powered system back up. The fiber cable connection was also checked and confirmed. The tse logged in remotely and noted an error 30 reported by the patient cart controller (pcc 3). The customer continued with the planned procedure. The customer had called back to report that all the power buttons were blinking blue. The site powered off the system and cycled the breaker on the surgeon side console (ssc) and the vision side cart (vsc) and performed an emergency power off (epo) of the patient side cart (psc) with no change at startup. The tse reviewed the logs and found the universal controller card (ucc) caused the 319 fault. The logs also had some earlier auxiliary video board (avp) errors. The site indicated at this time that they needed to get a lap instrument ready as the kidney was cross clamped. The nurse did not return to the phone. On june 07, 2017, intuitive surgical inc., (isi) contacted the customer who initially reported the complaint. According to the customer, the surgeon elected to convert to traditional laparascopic technique due to the kidney being cross clamped. The customer was not able to confirm if there was any injury or harm to the patient. An isi field service engineer (fse) conducted a site visit and replaced the universal power distributor (upd) and cfg to resolve the issue.